Manufacturer narrative:
Per our labeling mitigator IFU states warning: warning - do not over tighten strap. Always look for signs of excessive pressure surrounding head frame site. Over tightened straps may cause pressure-related injuries such as bruising, skin marks, or nerve damage. Ment rep spoke with surgeon about the proper use of headstrap. No impact on pt outcome reported.

Event description:
Site reported that during a surgery with the fusion navigation system, there was a red/purple mark on the pt's head after the head frame was removed. This was the site's first case using the head frame with the strap, and they had been trained recently on its use prior to the case. No impact on pt outcome reported.